Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, following the procedure, the patient experienced exacerbated asthma symptoms. The patient was hospitalized and treated due to this event (treatment unknown). The asthma exacerbation resolved on (B)(6) 2014 and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Post-bronchodilator: fev1: 3.28, fev1 % predicted: 97.00, fvc: 4.00, fvc % predicted: 101.00. Additional information received on 02sep2015: the patient was seen in the emergency room following the procedure for asthma exacerbation and was treated with systemic corticosteroid. No hospitalization occurred. The event was considered to be resolved on (B)(6) 2014. A corrected event description was received from the complainant on 18dec2015: subject underwent procedure on (B)(6) 2014 and was hospitalized for asthma exacerbation. Subject was treated with a systemic corticosteroid. Hospitalization was prolonged due to the event and the patient was discharged on (B)(6) 2014. The event was considered to be resolved on (B)(6) 2014. No ER visits occurred. Additional information received on 09feb2016: the patient was treated with methylprednisolone.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, following the procedure, the patient experienced exacerbated asthma symptoms. The patient was hospitalized and treated due to this event (treatment unknown). The asthma exacerbation resolved on (B)(6) 2014 and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Post-bronchodilator: fev1: 3.28, fev1 % predicted: 97.00, fvc: 4.00, fvc % predicted: 101.00. Additional information received on 02sep2015. The patient was seen in the emergency room following the procedure for asthma exacerbation and was treated with systemic corticosteroid. No hospitalization occurred. The event was considered to be resolved on (B)(6) 2014. A corrected event description was received from the complainant on 18dec2015. Subject underwent procedure on (B)(6) 2014 and was hospitalized for asthma exacerbation. Subject was treated with a systemic corticosteroid. Hospitalization was prolonged due to the event and the patient was discharged on (B)(6) 2014. The event was considered to be resolved on (B)(6) 2014. No ER visits occurred.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, following the procedure, the patient experienced exacerbated asthma symptoms. The patient was hospitalized and treated due to this event (treatment unknown). The asthma exacerbation resolved on (B)(6) 2014 and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Post-bronchodilator: fev1: 3.28, fev1 % predicted: 97.00, fvc: 4.00, fvc % predicted: 101.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bsc bt registry clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, following the procedure, the patient experienced exacerbated asthma symptoms. The patient was hospitalized and treated due to this event (treatment unknown). The asthma exacerbation resolved on (B)(6) 2014 and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Post-bronchodilator; fev1: 3.28, fev1 % predicted: 97.00, fvc: 4.00, fvc % predicted: 101.00. Additional information received on 02sep2015. The patient was seen in the emergency room following the procedure for asthma exacerbation and was treated with systemic corticosteroid. No hospitalization occurred. The event was considered to be resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Patient weight. The patient weight was reported to be (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.